Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 09feb2019. Failure analysis conducted by philips on the returned gas delivery system (gds) shows that the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. The root cause of the failure was determined to be fault in u1 of airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement. The event date was not specified; estimate used.